Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Subsequently, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. In addition, it was reported that a cartridge alarm 30 occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 172 mg/dl. Customer reverted to manual injections for insulin therapy.